Manufacturer narrative:
The cpu pcba, front bezel, and power supply were received for failure analysis. These parts were tested, and no failures were identified. The no ac power could not be replicated.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10mar2021.

Event description:
The customer reported the ventilator will not power on. There was no patient involvement.